Event description:
During a planned extension procedure, it was noted that the veptr ii rib hook broke through the rib. Original construct was between rib 3 and rib 4. Surgeon removed hardware and revised pt to t2-t3 lamina construct.

Manufacturer narrative:
A part number was not included in the complaint report therefore a design evaluation for a specific device cannot be performed. The veptr ii device is designed to mechanically stabilize and distract the thorax to correct three-dimensional deformities and provide improvement in volume for respiration and lung growth in infantile and juvenile patients diagnosed with thoracic insufficiency syndrome.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.